Event description:
It was reported that the pump had a plunger sensor alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition with no appearance of any physical damaged. The force sensor test was found at power up and failed force sensor reading. Error history log review found a force sensor test error. The root cause of the reported issue was found to be the force sensor was out of calibration as a result of normal wear / sensor drift. Actions were taken to mitigate the reported issue: performed preventative maintenance and all functional testing which passed.